Event description:
Pt was a pedestrian struck by a suv in a (B)(4) on (B)(4) 2013. Pt had surgery and was hospitalized from (B)(6) 2013, in a rehab facility during which time she was placed on a scd protocol. Pt states that the scd caused her severe pain in both legs/feet. Pt insisted that the devices be removed due to the pain and discomfort. After much persistence, the medical personnel finally took the scd's off of pt's r/l legs. Pt states now she is suffering injuries from prolonged use of the scd's such as, blisters, bleeding, oozing of scabs, +2/+3 edema, and looks like permanent scars on both legs/feet.